Manufacturer narrative:
After service investigation, the requested spare part was not delivered to the factory for detailed investigation. At this time, there are no other reported issues and based on the limited facts, we have no reason to indicate this will result in future failures.

Event description:
Wire in the control panel upper has overheated and melted the lower part of the control panel.